Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that a device issue occurred resulting in a cancelled procedure. The ce ilab imaging system was selected for ultrasound examination of the target lesion. During the procedure it was noted that the device frequently disconnected from the ffr system. The procedure was not completed due to this event. No patient complications were reported.